Event description:
It was reported by the aci regional sales manager that a female patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained via a 6f sheath (model unknown). Peri-procedure, the patient was anti-coagulated with angiomax. Following the procedure, the physician selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the patient had massive bruising and a hematoma the evening of the procedure and presented to the emergency room. The patient was not admitted into the emergency room, but was discharged from the hospital the same day. The patient went back to the doctor's office for a follow up a week later and an ultrasound confirmed a pseudoaneurysm. The patient was referred to a surgeon. There was no intervention to treat the hematoma on the day of the mynx procedure nor after the patient returned to the doctor's office a week post the mynx procedure.

Manufacturer narrative:
Hospitalization & required intervention to prevent permanent impairment/damage. (Devices) are being removed.

Event description:
It was reported by the aci regional sales manager that a female patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained via a 6f sheath (model unknown). Peri-procedure, the patient was anti-coagulated with angiomax. Following the procedure, the physician selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the patient had massive bruising and a hematoma (size unknown) the evening of the procedure and presented to the emergency room. The patient came back for a follow up a week later and an ultrasound confirmed a pseudoaneurysm. The patient was referred to a surgeon. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.